Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that a monarc subfascial hammock was implanted and that, "within months after the initial implant procedure," the patient, "experienced complications from the defective mesh requiring medical care and treatment and/or surgical interventions." Also, the patient is, "more likely than not to have continuing procedures relating to injuries suffered from the defective device." "As a result of the subject synthetic mesh system, "the patient,"suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious surgery; required and will continue to require healthcare and services; has incurred and will continue to incur medical and related expenses, has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain and other such damages." It was also reported the mesh, "has eroded and caused dense scarring" and that it did not function as intended.